Manufacturer narrative:
Findings: unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit powered up properly. Problem isolated to electronic assembly. Unable to perform self-test, error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm low battery and error alarms due to blank display. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 231 mg/dl at the time of the incident. The customer was informed that energizer (B)(6) alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis